Event description:
Chemotherapy infusing via cadd pump from infusystem. Chemo infused at correct rate but screen still registered initial volume rather than correct volume. Pump returned to infusystem for biomed check.